Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2015 due to a cerebral hemorrhage. No additional information was provided.

Manufacturer narrative:
The device was not explanted and was therefore not available for evaluation. A direct correlation between heartmate ii lvas and the reported cerebral hemorrhage could not conclusively be established through this evaluation. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also provided in this document. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.